Event description:
While the rn first assistant (rnfa) was harvesting the saphenous vein endoscopically from the left leg using the maquet vasoview hemopro device, the insulated cover broke off one side of the cauterizing tip. This was retrieved intact by the rnfa. A new device was used to complete the vein harvest, no apparent injury was sustained.